Event description:
It was reported one of the patient's leads migrated to the ipg site while the other lead had high impedances. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which their system was explanted.